Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod5 coil pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This likely occurred due to forceful handling of the pod5 coil during removal from the packaging hoop. Pod5 coils are 100% functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While removing a new pod5 coil from its dispenser hoop for a coil embolization procedure, the scrub technician inadvertently bent the pod5 coil pusher assembly approximately 90 degrees. The pusher assembly became bent prior to use and therefore, the pod5 coil was not used for the procedure. The procedure was completed using a new pod5 coil.